Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and no frayed or broken cable was observed at the wrist assembly. The conductor was also found with no damage. The wire insulation was intact, and the continuity test passed. The yaw pulley showed no damage. Notches were noticed on the bipolar yaw pulley but appear to be the mold cavity as part of the manufacturing process. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted simple prostatectomy the customer observed broken blanc plastic. The procedure was completed with no report of patient harm, adverse outcome or injury and with no delay.